Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, was returned to acist on (B)(4) 2014 for testing. The injection system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction related to this event based on the data from the analysis of the injector. The consumable kits used during the event were discarded by the hospital; therefore, no analysis could be made of these items. A copy of the cine-angiogram was provided by the hospital. Acist's medical advisory board reviewed the info and the cine-angiogram provided by the hospital; review of three angiograms shows that there is a moderate size air injection into the lad on image run #4. The total air is estimated to be 0.07 cc. The pt had transient st elevation but no other adverse event. Blood flow in the lad was normal in the next angiographic run. The source of the air is not known. The acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor senses air in the proximal end of the high-pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Per the acist cvi users manual, the air column detect sensor is designed to aid the user in the detection of air columns the vigilance and care required of the operator in visually inspecting for air and clearing from the entire pt kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. Based on the testing of the injector, there is no evidence of device malfunction related to this event. The cause of the event is inclusive. On (B)(4) 2014, the acist clinical vascular specialist completed a follow-up applications visit with the user facility. This report is closed.

Event description:
User facility reported, during a percutaneous coronary intervention (pci) of the left anterior descending artery (lad), air was injected into a pt. The pt experienced st segment elevation. The pt remained stable and recovered the same day.